Manufacturer narrative:
The returned system controller passed functional testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time without any issues. No atypical alarms or events were reproduced during testing and the controller was found to function as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device was not reported; therefore, the age of the device, the expiration date, manufacturer date and unique device identifier are not available. The device is expected to be returned for analysis. It has not yet been received. The patient remains on lvad support. Additional information has been requested but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the clinic after exchanging the system controller at home. Analysis of the system controller history file by the healthcare professional appeared to show that the ¿pump just shut off without the backup system kicking in.¿ there was reportedly no indication of a driveline issue. The patient was asymptomatic the log file submitted to the technical services department was reviewed and there were no notable alarms captured in the history file until the driveline disconnect event at the end of the log file. There were no other unusual events within the log file. Based on the analysis of the log file by the technical services representative, it appeared the issue was with the patient¿s system controller. Additional information was requested but has not been received.